Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) buttons dome switch. No unlocked lcd keypad connector noted. However, device passed operating currents, self-test, a21 error test and displacement test. No unexpected failed battery test, low battery alarms noted during testing. Device had minor scratched lcd window

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were unresponsive that alarms were turned off, scratches on screen causing difficulty. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had diminished battery life, rejected battery. The insulin pump will not be returned for analysis.